Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total vaginal hysterectomy and a laparoscopic left salpingoophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Company causality comment incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain, severe cramps in pelvic area"), genital haemorrhage ("heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 40-year-old female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test- no". The patient's past medical history included menarche, tubal ligation in 2009, multigravida, multiparous (18jul1992; 11may1993; 02feb1998; 14jan2000; 5jan2002; 14sep2005; 17jun2009), gum swelling on 9-may-2009 and gestational hypertension. Previously administered products included for an unreported indication: atenol from february 2009 to july 2009. Concurrent conditions included hypertension, abscess, nonsmoker, alcohol use, obesity, numbness in hand since (B)(6) 2013, arthralgia since (B)(6) 2013, rash since (B)(6) 2013, tooth pain since (B)(6) 2013, tooth abscess since (B)(6) 2013, increased blood pressure since (B)(6) 2013, sleeplessness since (B)(6) 2013, ear pain since (B)(6) 2014, backache since (B)(6) 2014, localised itching since (B)(6) 2016, stomach cramps since (B)(6) 2016, burning micturition since (B)(6) 2016, tubal ligation since 2009, headache, pain ankle, irregular menstrual cycle, menometrorrhagia and vaginal yeast infection. Family history included type 1 diabetes mellitus in 2014, hypertension (mother), asthma (mother) and diabetes mellitus (mother). Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception, vaginal bleeding and menorrhagia, oral contraceptive nos for menstrual cramps as well as analgesics, anesthetics, general (general anesthesia), co-trimoxazole (bactrim) and lidocaine. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain lower ("cramping"). In november 2009, the patient experienced menorrhagia ("menorrhagia, abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headache"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain/loss(specify which one) gain"). In october 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("lower back pain (severe)"). The patient was treated with atenolol, vicodin (hydrocodone w/acetaminophen) and surgery (total vaginal hysterectomy and a laparoscopic left salpingoopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, migraine, headache, weight increased and back pain had resolved and the uterine haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, vaginal haemorrhage, female sexual dysfunction, abdominal pain lower, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. On (B)(6) 2015, mammogram showed findings: bilateral breast are composed of scattered fibro glandular tissue. There is a partially visualized 8mm oval mass in the left breast laterally posterior depth which possibly correlates with lymph node identified on mlo view. Lymph nodes are identified in the axilla tail of the right breast. There are no suspicious or suspicious micro calcification in the right breast there is an oil cyst in the laterally and an o· in the left breasy inferiorly. Impression: 1.partialy visualized mass left breast laterally posterior depth. This is possibly correlates with lymph node identified on mlo view but as noted is incompletely visualized. Further assessment the xccl view, spot. Compression cc view and ultrasound if necessary recommend.12 . ! 2. Bi-rads category 0: incomplete study, needs additional imaging evaluation. On (B)(6) 2016, ultrasound pelvis revealed there were small areas of increased echogenicity in the region of the proximal aspect of the fallopian tubes uterine cornua consistent with history of essure device placement. Impression: bilateral essure device in place within the uterus. There was a dominant follicle within the left ovary measuring up to 3.1 cm. No suspicious adnexal mass or' free pelvic fluid was identified. Current height: 5¿5¿¿ current weight: 138lbs. Approximate weight at the time of essure placement: 205lbs . Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming genital haemorrhage), headache, back pain, dysmenorrhea, menorrhagia and vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc. On 1-aug-2018: no new information added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menarche and tubal ligation in 2009. Concurrent conditions included hypertension, abscess, nonsmoker and alcohol use. Family history included type 1 diabetes mellitus in 2014. Concomitant products included atenolol. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total vaginal hysterectomy and a laparoscopic left salpingoopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2016, ultrasound pelvis revealed there were small areas of increased echogenicity in the region of the proximal aspect of the fallopian tubes uterine cornua consistent with history of essure device placement. Impression: bilateral essure device in place within the uterus. There was a dominant follicle within the left ovary measuring up to 3.1 cm. No suspicious adnexal mass or' free pelvic fluid was identified. Most recent follow-up information incorporated above includes: on 7-feb-2018: the case became medically confirmed. Concomitant conditions, concomitant drugs and lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain, severe cramps in pelvic area"), genital haemorrhage ("heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test- no". The patient's past medical history included menarche, tubal ligation in 2009, multigravida, multiparous ((B)(6) 1992; (B)(6) 1993; (B)(6) 1998; (B)(6) 2000; (B)(6) 2002; (B)(6) 2005; (B)(6) 2009), gum swelling on (B)(6) 2009 and gestational hypertension. Previously administered products included for an unreported indication: atenol from (B)(6) 2009 to (B)(6) 2009. Concurrent conditions included hypertension, abscess, nonsmoker, alcohol use, obesity, numbness in hand since (B)(6) 2013, arthralgia since (B)(6) 2013, rash since (B)(6) 2013, tooth pain since (B)(6) 2013, tooth abscess since (B)(6) 2013, increased blood pressure since (B)(6) 2013, sleeplessness since (B)(6) 2013, ear pain since (B)(6) 2014, backache since (B)(6) 2014, localised itching since (B)(6) 2016, stomach cramps since (B)(6) 2016, burning micturition since (B)(6) 2016, tubal ligation since 2009, headache, pain ankle, irregular menstrual cycle, menometrorrhagia and vaginal yeast infection. Family history included type 1 diabetes mellitus in 2014, hypertension (mother), asthma (mother) and diabetes mellitus (mother). Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception, vaginal bleeding and menorrhagia, oral contraceptive nos for dysmenorrhoea as well as analgesics, anesthetics, general (general anesthesia) and lidocaine. In 2009, the patient experienced menorrhagia ("menorrhagia, abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headache"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("lower back pain (severe)"). The patient was treated with atenolol, vicodin (hydrocodone w/acetaminophen) and surgery (total vaginal hysterectomy and a laparoscopic left salpingoopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, migraine, headache, weight increased and back pain had resolved and the uterine haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, vaginal haemorrhage, female sexual dysfunction, abdominal pain lower, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. On (B)(6) 2015, mammogram showed findings: bilateral breast are composed of scattered fibro glandular tissue. There is a partially visualized 8mm oval mass in the left breast laterally posterior depth which possibly correlates with lymph node identified on mlo view. Lymph nodes are identified in the axilla tail of the right breast. There are no suspicious or suspicious micro calcification in the right breast there is an oil cyst in the laterally and an o· in the left breasy inferiorly. Impression: partialy visualized mass left breast laterally posterior depth. This is possibly correlates with lymph node identified on mlo view but as noted is incompletely visualized. Further assessment the xccl view, spot. Compression cc view and ultrasound if necessary recommend.12 . ! Bi-rads category 0: incomplete study, needs additional imaging evaluation. On (B)(6) 2016, ultrasound pelvis revealed there were small areas of increased echogenicity in the region of the proximal aspect of the fallopian tubes uterine cornua consistent with history of essure device placement. Impression: bilateral essure device in place within the uterus. There was a dominant follicle within the left ovary measuring up to 3.1 cm. No suspicious adnexal mass or' free pelvic fluid was identified. Current height: 5¿5¿¿ current weight: (B)(6). Approximate weight at the time of essure placement: (B)(6). Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming genital haemorrhage), headache, back pain, dysmenorrhea, menorrhagia and vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 5-feb-2018: pfs and medical records received: new reporters, historical and concomitant conditions, product indication, lot no, historical and concomitant drugs added. New events vaginal haemorrhage, sexual dysfunction, abdominal pain lower, dyspareunia, migraine, headache, vaginal discharge, weight increased, back pain added. Outcome for the events migraine, headache, weight increased, back pain, genital haemorrhage, device monitoring procedure and uterine haemorrhage (from mr) not performed added as recovered / resolved and for event pelvic pain added as recovering / resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.